Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the pediatric patient experienced inaccurate cgm values where the cgm readings were between from 200 - 300 and another at 400 mg/dl. The parent took a fingerstick in comparison to the cgm reading of 400 mg/dl, and the blood glucose reading was 600 mg/dl. The patient was experiencing hurting, vomiting, was shaky and was going into a diabetic ketoacidosis state. The parent provided insulin via the pump to the patient. By 09:00 pm, the parent drove the patient to the hospital. At the hospital a fingerstick was taken the cgm reading was 300 mg/dl, and the blood glucose reading was 600 mg/dl. It was confirmed that the patient would have been going into a diabetic ketoacidosis state. The patient was treated with intravenous insulin and potassium. The patient was discharged after 4 days. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.